Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (vacs iii) balloon as the patient had a type 1 bicuspid aortic valve and horizontal aorta. These anatomical factors contributed to the deployment issues and paddle detachment issue. It was noted that deployment began at the bottom of the pigtail catheter. The first paddle detached normally, however the second paddle required manipulation by slightly pushing the dcs inward. The valve dislodged aortically and was floating within the ascending aorta. Of note, a confida wire was used for this implant. The physicians did not know what caused the lad occlusion as the dislodged valve was not in front of the lca, so this was not the cause. The physicians attempted to insert wires into the lad, but with no success so they did not proceed to balloons or stents. Further information regarding the aortic dissection repair and any other treatment to the aortic valve was asked but not made available. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was being released from the delivery catheter system (dcs), some manipulation was required to get the second valve paddle out of its socket. Once released, the valve dislodged out of place. It was reported that the paddle of the valve that did not detach correctly from the dcs might have contributed to the dislodgement. It was noted that at this point the physicians intended to snare the dislodged valve and implant a second valve. During the attempt to snare the valve, some electrocardiogram changes were noticed. Subsequently, the physicians examined the coronaries and found that the left anterior descending artery was occluded. Due to the lack of success in resolving the situation in the catheterization lab, the patient was transferred to the operating room (or) and the implant of a second valve was not attempted. In the or, the physicians discovered an aortic dissection, which was repaired, and the patient survived the surgery. It was reported that the physicians do not know if the aortic dissection was due to the snaring attempt, but it is a possibility. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut fx dcs, product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 19-apr-2025, UDI#: (B)(4). Concomitant products: product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves product ID: unknown snare; product lot/serial number: unknown; product type: snare. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.